Manufacturer narrative:
(B)(4). The reported over infusion during a secondary infusion could not be confirmed through investigation of the pump module alone and the administration set was not saved. The log analysis indicated the pump module infused only a total of 1.754 ml of the drug magnesium sulfate before it was stopped manually by the attending clinician. The logs also indicated the pump module performed prior programmed infusions successfully on the same pt. The customer also had stated that the pump module was used on a different pt after the incident w/o incident. Testing and inspection of the pump module found no malfunction with the device that could be considered a contributing factor. The device was found to be infusing within specification with no issues or anomalies occurring. The root cause for the customer's reported experience is unk and no more info is available.

Event description:
Biomed reported an overinfusion, stating the nurse set the infusion to stop at a specific time and the bag was empty too soon. The infusion was set up as a secondary. Medication was magnesium sulfate 2gm in dextrose 50mls to run at 25mls/hr. Profile used for programming: unk. Effect on pt from event: pt complained she was feeling hot all over her body. There ws no report that medical intervention was required. Customer stated that no further pt or event info is available.